Event description:
It was reported that the patient underwent a posterior tlif at l3-4, l4-5 spinal fusion using rhbmp-2/acs with cage instrumentation l3-4, l4-5. Reportedly, imaging studies ultimately showed that patient had developed uncontrolled bone growth and resulting nerve compression at or near the implant site. The patient also experienced chronic pain and radiculitis.

Event description:
It was reported that on: (B)(6) 2005 patient presented for following pre-operative diagnosis: herniated nucleus pulposus l3-4, l4-5. Spinal stenosis l3-4, l4-5. Foraminal herniation right l3-4. Scoliotic spinal curve lumbar spine. Degenerative disk and joint disease l3-4, l4-5. Procedures performed: posterior spinal fusion transverse process technique l-4, l4-5 bilateral. Pedicle instrumentation bilateral l3, bilateral l4, bilateral l5. Cage instrumentation l3-4, l4-5. Transforaminal posterior inter body fusion right l3-4, left l4-5. Per op-notes: "...surgeon placed rhbmp 2/acs and cancellous autologous bone over the medial aspect of the transverse processes at l3, 4 and 5 on the left. Cage implant measuring 32x15 mm filled with cancellous autologous bone and rhbmp 2/acs was inserted in the intra discal space at l4-5. Placement of rhbmp 2/acs and cancellous autologous bone was placed along the gutter using the 26 mm tube. Rhbmp 2/acs in the intra discal space at l3-4 and then a cage implant measuring 14x32 was inserted with cancellous autologous rhbmp 2/acs into the intra discal space at l3-4&#26464;no known patient complications reported.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.